Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('I have got severe pelvic infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal abscess ("8 cm abscess formed in my vaginal"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic infection and vaginal abscess outcome was unknown. The reporter considered pelvic infection and vaginal abscess to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('I have got severe pelvic infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal abscess ("8 cm abscess formed in my vaginal"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic infection and vaginal abscess outcome was unknown. The reporter considered pelvic infection and vaginal abscess to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.